Event description:
On (B)(6) 2021, the patient contacted lifescan (lfs) us, alleging that their onetouch verio 2 meter was returning error messages when they attempted to perform a blood glucose test. This complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2021, while attempting to perform a blood glucose test the subject device would only return error messages (no specific error message was documented). The patient claimed to have used ¿about 23 strips¿ but could not obtain a numerical result. The patient manages their diabetes with insulin (self-adjuster); ¿novolog 3 times a day (30 units each meal), levemir 75 units at bedtime¿. The patient did not make any changes to their normal diabetes management and reported that, on the morning of (B)(6) 2021, they were ¿shaky¿ and had a ¿stomach ache¿ which they attributed to this issue. The patient stated that a ¿visiting nurse¿ provided treatment of food/drink (¿pieces of fruit, orange juice, cookies and candies¿). During troubleshooting, the cca established that this was not the first time the subject device had been used whoever, it was noted that the patient was using ¿prodigy¿ brand test strips, not ot verio test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event which required hcp treatment after failing to obtain a numerical blood glucose result while attempting to test with the subject device.